Manufacturer narrative:
Received one (1) used 14001-31 primary plum set for inspection. The plastic portion at the frog eye of the cassette was observed to be bent. The set was primed per packaging directions with no issues or restrictions in flow. The cassette could not be inserted into the pump due to the deformation. The probable cause of the deformed cassette sensor hoop is due to mispositioning while manually feeding the cassette during the pre-assembly process. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber where it was reported that the set did not allow passage of medication to the patient. The event occurred during patient use, and no one was reported harmed as a result of this event. According to the institution, this event occurred in nov-2022 and was only reported to ICU medical on 20-dec-2023.